Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapies were discontinued. The cause of the peritonitis was unknown and treatment information was not reported. The patient was discharged from the hospital and was recovering from the peritonitis. On a later date, the patient passed away from a cardiac event. No additional information was provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12j26076, h12l07031, h13c07061, h13c11048, and h13d25038 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).